Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that after a bolus delivery, insulin pump began to vibrate and received a button error alarm. Customer's blood glucose was 83 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.